Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, g1, h6. Upon investigation of the actual device used in this incident it was determined that system cubies were locked. A technical support specialist unlocked cubies to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis medbank system cubie was locked and prevented the user from accessing medications for the patient. This malfunction caused a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system cubies were locked. A technical support specialist unlocked cubies to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medbank system cubie was locked and prevented the user from accessing medications for the patient. The customer reported that from drawer 7, positions 19 and 22 , size 3 morphine medication was locked with cubies incorrectly , and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.